Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer had a lead implanted on (B)(6) 2016 and then discharged from the hospital on (B)(6) 2016. Until (B)(6), incontinence occurred when defecating (of the large amount). The effect of the lead implant could not be confirmed as of the day; however, no incontinence of feces occurred and the frequency of defecation decreased since then, until the follow-up visit on (B)(6) 2016. The consumer was satisfied with the effect of the therapy. On (B)(6) 2016 an infection was observed during the follow-up visit. Rubefaction from the pocket to the exit site for the extension, feverish, fever, and pus from exist site for connection to the extension were observed. The hcp decided to explant the lead. On (B)(6) 2016, an explant operation was conducted. The consumer medical history included postoperative rectal cancer and incontinence of feces.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.